Event description:
It was reported by a neurologist clinic that the patient had passed away. No reason was provided and no obituary was found. No additional relevant information has been received to date.